Manufacturer narrative:
The investigation is underway.

Event description:
As reported via a field clinical specialist, a 23 mm s3u was implanted in the aortic position via transfemoral approach without issue. There was no insertion difficulty or withdrawal difficulty. Upon removal of the esheath 'damage to the distal tip' was noted. There was minor bleeding and manual pressure was applied to the access site. It was unconfirmed if the bleeding was due to either an injury from the esheath, normal procedural bleeding concluding the procedure, or a perclose failure. No intervention was performed or necessary and the patient was doing well post procedure. The esheath was retained and available for return to inspect the damage. Per medical opinion the root cause of the esheath damage was believed to be patient factors calcification.

Manufacturer narrative:
Submitting investigation results and correction to h6: component codes, type of investigation, investigation findings, and investigation conclusions. The devices were returned to edwards lifesciences for evaluation. The returned device was visually inspected, and the following was observed: the distal tip was torn but still attached to the shaft, soft tip damage, scratches along shaft including deep scratches near the distal tip and kink located 1" from distal strain relief. Due to condition of the returned device (distal tip torn), no applicable functional or relevant dimensional testing was able to be performed. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During manufacturing, the esheath final assemblies are 100% visually inspected by both manufacturing and quality for the following: verify and dimensionally inspect for the following measurements, visually inspect the shaft under 3x magnification and reject for the following defects, visually inspect the tip interface using minimum 10x magnification and reject for the following defects. Furthermore, after sterilization, the sheath expansion and shaft to soft tip tensile tests were performed during product verification (pv) on finished devices from the work order. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) IFU for esheath, IFU for commander delivery system, device preparation training manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides guidance. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. The proximal tapered end of the sheath is larger in diameter, hydrate sheath but do not wipe off hydrophilic coating, insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, insert slowly with continuous motion to minimize friction, ensure fully expandable portion remains completely within the vessel for proper hemostasis, ensure the sheath tip is inserted past the aortic bifurcation (above the renal arteries). Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Always observe fluoroscopy during insertion, proper screening is critical to reducing vascular complications. Successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Repair can be performed surgically or with endovascular techniques. No IFU/training deficiencies were identified. The risk sheath distal tip tear and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to insert/withdraw the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with sheath distal tip tear. As there was no allegation that the sheath caused the reported tissue damage, the relevant risk ID was noted as a precautionary measure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, no further action is required. The complaint for sheath distal tip torn was confirmed per evaluation of the provided photos and returned device. However, a manufacturing nonconformance was not identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. According to the instructions for use (IFU), cardiovascular complications, including bleeding, perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A post procedural bleed/hematoma without an obvious source of bleeding is a rare but potentially life-threatening complication of thv procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. This type of bleeding may not be recognized until the post procedural period. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, available information suggests that likely patient factors (calcification) and/or procedural factors, (perclose failure) may have contributed to the reported events. Per medical opinion the root cause of the esheath damage was believed to be patient factors, (calcification). Per evaluation of the returned device, the sheath distal tip was observed to not open along the axial score line and instead was torn. It is possible that access vessel calcification may have caught onto the sheath distal tip tearing it during sheath removal. While a definitive root cause was unable to be determined, investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.